Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on both leads. It was later confirmed with CT-scan that both leads had fractured. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing high impedance due to lead fractures was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update it was reported the patient underwent surgery where the leads were replaced. There were no complications. Effective therapy was restored.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing high impedance due to lead fractures was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.